Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller said the patient is having issues with their implant; therapy stopped doing what it is suppose to be doing even though it is all the way up. The next day, the friend called back saying the patient increased stimulation all the way up today and they can't feel anything; the patient also said they haven't felt stimulation in awhile. The patient has access to their patient programmer (pp), connected to their ins which showed stimulation is on; they have the ability to change programs and/or adjust stimulation. It was reviewed to consider changing programs if medically appropriate, but both inss only have one program. The caller said they saw their healthcare provider (hcp) the night prior, but forgot to bring the pp with. The caller noted that the patient hasn't had any falls, trauma, or change in activity. As a result of what was reported, the caller and patient were redirected to the hcp to have additional programs added to the pps; the caller said the patient has an appointment next month. No further patient complications have been reported as a result of this event.